Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, manual injection, and "nausea meds". Customer was discharged the same day with no permanent damage. Tandem technical support (tts) reviewed pump logs and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.